Event description:
Plaintiff alleges being exposed to latex gloves numerous times from the early 1970's until present and has been diagnosed as being allergic to latex. Plaintiff alleges that as a result of allergy, she has experienced pain and suffering, economic loss, humiliation, anxiety, embarrassment, outrage and other mental suffering and emotional distress.